Event description:
It was reported that when the patient recharged, she experiences a "fluttering" feeling, almost like a baby kicking. This feeling, like a "hiccupping" in her abdomen, was only present while recharging, and she kept her device on while recharging. The sensation started 3 to 5 weeks ago. Additional information received indicated that using a different recharger resulted in the same affect. When the patient kept the stimulator on manual mode while recharging, the hiccupping sensation didn't occur. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead, product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead, product ID: 37754, serial# (B)(4). Product type: recharger, product ID: 37744, serial# (B)(4). Product type: programmer, (B)(4).